Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump miscalculated boluses, however tandem reviewed the pump logs and determined that the pump calculations were correct. The customer experienced an elevated blood glucose (bg) level of 43 mg/dl. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.